Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their doctor wasn't happy with their new right atrial (ra) lead. The ra lead remains in use. The patient also mentioned that their old ra lead was replaced as it "wasn't working right", no patient complications have been reported as a result of this event.